Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-00746 and 2134265-2014-00747. It was reported that an automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. After a non-bsc guide wire crossed, the lesion was predilated with a non-bsc balloon catheter. Ivus was performed with an opticross imaging catheter; however, failure to pullback occurred. Reconnection was performed several times; however the issue was not resolved. The procedure was completed with another opticross catheter. No patient complications were reported and the patient's status is good

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pullback and advance, the distance from the distal end of the transducer housing to the tip of the catheter measured 22.0 mm and during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-00746 and 2134265-2014-00747. It was reported that an automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. After a non-bsc guide wire crossed, the lesion was predilated with a non-bsc balloon catheter. Ivus was performed with an opticross imaging catheter; however, failure to pullback occurred. Reconnection was performed several times; however the issue was not resolved. The procedure was completed with another opticross catheter. No patient complications were reported and the patient's status is good